Event description:
It was reported that the pulse generator was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi mode. Review of the device memory showed multiple flipped bits. After replacing the battery and downloading the product code, normal function ensued.